Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 40 mg/dl. She treated her blood glucose level with glucagon shots and glucose tablets. Troubleshooting was declined. She believed the cause of her low blood glucose level was due to a drive support cap issue. The device was not returned.